Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display goes shut down when turn on the power switch. There has been another error reported; "maintenance required. Patient not involved.

Manufacturer narrative:
After further review, in this complaint, the issue was received from getinge warehouse, making it not reportable to the FDA. As a result no follow up emdr is necessary. Please cancel 2249723-2025-0000767 in your database.

Event description:
After further review, in this complaint, the issue was received from getinge warehouse, making it not reportable to the FDA. As a result no follow up emdr is necessary. Please cancel 2249723-2025-0000767 in your database.